Event description:
Hip revision surgery due to infection performed on (B)(6) 2018. Previous surgery performed on (B)(6) 2017. During revision surgery only the following components previously implanted have been replaced: fem. Modular head - l ø28mm code 5010.42.283 lot# 1481332 ster. 1400236; mobile liner øint 28 mm ø40 mm code 5566.50.401 lot# 17at1pb ster. 1700320; liner #m for mob. Liner ø40 code 5885.09.040 lot# 1709333 ster. 1700307. Surgeon happy with the final stability of the implant. Event occurred in australia.

Manufacturer narrative:
We checked the sterilization charts of the lo#s of all the components previously implanted: fem. Modular head - l ø28mm code 5010.42.283 lot# 1481332 ster. 1400236; mobile liner øint 28 mm ø40 mm code 5566.50.401 lot# 17at1pb ster. 1700320; liner #m for mob. Liner ø40 code 5885.09.040 lot# 1709333 ster. 1700307; revision mod. Stem ø18mm code 3814.15.020 lot# 1616421 ster. 1600346; delta-tt acetab.cup ø52 mm code 5552.15.520 lot# 1508836 ster. 1500219; revision later. Neck h.60mm code 7515.15.110 lot# 1511576 ster. 1500258. No anomaly was found, meaning that all these products had been properly sterilized before being placed on the market. Explants analysis: no explants or pictures available for further analysis. X-rays analysis: x-ray images were not available for a clinical evaluation. We do not received info related to patient's clinical data, any previous infection, germ responsible for the infection. We do not have specific info about where the infection was located (only acetabular side? Both acetabular and femoral side? Why did the surgeon decide to replace only the femoral head and the mobile liner + liner #m for mobile liner previously implanted?). With the only few info received and based on our analysis, we cannot estimate a certain root cause for the infection reported. By our sterilization charts check, all the components implanted on (B)(6) 2017 have been correctly sterilized before being placed on the market. Case not product related. Pms data: we are aware of a total of 12 hip revision surgeries involving a biolox delta femoral heads due to infection on a total of about 153615 ceramic femoral heads belonging to the family 5010.42.xxx sold ww since 2004. This gives a specific low revision rate of 0.0078%. No corrective actions planned for this case. Limacorporate will keep monitored the market.

Manufacturer narrative:
We checked the sterilization charts of the lot #s of all the components previously implanted: fem. Modular head - l ø28mm, code 5010.42.283, lot# 1481332, ster. 1400236. Mobile liner øint 28 mm ø40 mm, code 5566.50.401, lot# 17at1pb, ster. 1700320. Liner #m for mob. Liner ø40, code 5885.09.040, lot# 1709333, ster. 1700307. Revision mod. Stem ø18mm, code 3814.15.020, lot# 1616421, ster. 1600346. Delta-tt acetab.cup ø52 mm, code 5552.15.520, lot# 1508836, ster. 1500219. Revision later. Neck h.60mm, code 7515.15.110, lot# 1511576, ster. 1500258. No anomaly was found, meaning that all these products had been properly sterilized before being placed on the market. We will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery due to infection performed on (B)(6) 2018. Previous surgery performed on (B)(6) 2017. During revision surgery the following components have been replaced: fem. Modular head - l ø28mm, code 5010.42.283, lot# 1481332, ster. 1400236. Mobile liner øint 28 mm ø40 mm, code 5566.50.401, lot# 17at1pb, ster. 1700320. Liner #m for mob. Liner ø40, code 5885.09.040, lot# 1709333, ster. 1700307. Event happened in (B)(6).